Event description:
It was reported that as the power source was changed to power module during the patient's hospital visit, a "replace backup battery" alarm occurred. The same alarms had occurred several times before, and the backup battery was exchanged and returned for analysis. This time, the system controller was replaced according to the recommendation from the log file analysis results.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section a1: patient identifying information cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. This information should have been redacted from the initial report. Manufacturer's investigation conclusion: the reported event of backup battery faults activating when the white power cable is disconnected was able to be confirmed. The heartmate 3 system controller (serial number: (B)(6) was returned for analysis, and a log file was downloaded for review. A review of the submitted log files showed events spanning approximately 2 days (B)(6) 2022, (B)(6) 2022 per timestamp). Events captured on (B)(6) 2022 took place in the testing labs at abbott. Backup battery fault alarms coincident with backup battery circuit faults were intermittently active on (B)(6) 2022 at 12:58:20 ¿ 13:06:02 when the white power cable was disconnected from power. The alarms cleared once the power cable was reconnected to power. The driveline was disconnected on (B)(6) 2022 at 15:09:58 and the controller was shut off at 15:10:47. Pump operation was not affected. The system controller underwent preliminary and functional testing and passed; however, when the white power cable was disconnected, backup battery faults were active. The controller was able to operate a mock loop with no alarms active. During further investigation, the white power cables were disconnected to activate the backup battery fault alarms. The alarms were able to be resolved and reproduced by manipulating the backup battery ribbon cable. A lack of separation between the wires in the ribbon cable resulted in the wires being seated improperly in the socket causing intermittent contact between the wires and pins of the backup battery. The backup battery ribbon cable was replaced resolving the issue. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer on 05jan2021. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the controller exchange resolved the alarms.